Event description:
It was reported that the device was explanted after an implant duration of approximately 7.8 months, due to unknown reasons. No further details were provided.

Event description:
The facility representative reported a colleague infusion pump with a 570:320:654:0000 failure code (fc). The event was reported to have occurred during patient therapy in the mobile intensive care unit (micu) en route to a computed tomography (CT) scan. According to the hospital representative, therapy was stopped and the device was swapped out. This device was also sent in for re-certification. Writer contacted the facility's risk manager (rm) who indicated that this involves a (B) (6) male with a history of quadriplegia since age (B) (6). The patient was admitted for increased body aches, abdominal, and back discomfort. The rm indicated that the patient was agitated and the patient's blood pressure fluctuated throughout the admission, and this was not specifically associated with the incident. Writer received the following additional information from the facility's risk manager: the reason for the patient's CT scan was that the patient had a change in level of consciousness. The rm indicated that they do not document in the medical record which fluids are running in which pump, but indicated that the two medications infusing (one in each pump) were normal saline at 80cc/hr and amiodarone at 16.67 ml/hr/0.5 mg/min. The rm indicated that one of the pumps involved was in adult mode and the other in guardian mode. The pumps had been plugged in prior to transport but the patient did go get a CT scan on 3 different occasions on the date of the event. The rm also indicated that the pumps had been infusing, the failure code occurred, and the pumps shutdown and would not infuse the medications. The rm informed writer that the last service date for this pump was 05/08/09 and was updated in october 2008. The rm did confirm that there was no effect on the patient status, no patient injury, or medical intervention involved due to the event. There is no further information available.

Manufacturer narrative:
(B) (4). The device has been received for evaluation of interruption of delivery during patient therapy, however evaluation is not complete. A follow-up report will be filed upon completion of the evaluation or if additional information becomes available.

Manufacturer narrative:
A baxter service technician evaluated the pump and could not confirm the customer reported condition of "570:320:654:0000 failure code (fc)". The customer reported fc 570 was not found in the event history or duplicated during testing. Depleted batteries stopped channel from infusing. Main batteries damaged, will not hold a charge.upon completion of baxter's investigation of this report, the pump will be routed to our service department for the appropriate servicing to be completed prior to being returned to the customer. The software version is 6.13.90 and will be categorized as colleague 2006.

Event description:
It was reported that, while draining buffy coat bag during the final stages of cord blood processing, a cord blood product leak was observed at the connection between the large and small compartments of the freezing bag component of the device.

Manufacturer narrative:
(B) (4)there is an ongoing CAPA investigation, (B) (4) that is associated with this report. (B) (4)